Event description:
The balloon got stuck in a 7fr. Sheath.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned with the original sheath. The marker band had moved inside the proximal bond. The tack has been broken. It appears as if the tack broke, allowing the inner shaft to move, causing the balloon to bunch up at the tip during removal. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the mfg records indicated that all of the device spec and quality requirements were satisfied. The following steps are listed in the instructions for use for this complaint type: before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.